Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify low battery life, battery out limit alarm, button keypad anomaly and perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported the customer had a blank display. Customer's blood glucose was 358 mg/dl. The customer stated the blank display contributed to their high blood glucose. It was also found the buttons on the customer's insulin pump were hard to push. The customer declined to troubleshoot and requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.